Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the device was explanted due to pocket infection. All the leads remains implanted. The physician elected to wait until the patient wound healed before implanting new device. The patient was discharged and was still in recovering stage. No further information is available at this time.